Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no suction noted at the end of an eye surgery. The product was replaced and the procedure was completed without harm to the patient. Additional information has been requested for this case. There is no sample available for this report.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record review is not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The reporter informed that the reported issue occurred during viscoelastic removal.